Event description:
Procedure type: unknown. Patient gender: unknown. According to the reporter: surgeon rotated the wing nut to advance the anvil, but the anvil did not move. A new instrument was used to complete the procedure. No stomas, and no bleeding occurred and the incision was not extended. Surgery time was extended by more than thirty minutes as a result. No patient injury was reported.